Manufacturer narrative:
Product event summary: analysis confirmed the reported stylus pen-screen interaction issue; the touch screen was working correctly but the stylus was broken. When the stylus cable was bent the cursor on the screen did not follow the stylus tip. If the cable was bent back the cursor jumped to the stylus tip on the screen (wire break inside cable). Analysis could not confirm the reported printer issue; the printer was working correctly. It was noted software errors were found in the programmer update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the printer was broken and there were problems with the touch screen. Followup indicates there was an intermittent problem of stylus pen-screen interaction, it had occurred during some tests. The programmer was returned for service. There was no patient involvement.